Manufacturer narrative:
(B)(4) and a 510(k) number will not be provided in the emdr, because the product is unknown at this time. The system error (se) 2240 (air in line) was not confirmed. The cause of this incident could not be determined. The lot number is unknown therefore a batch review was not performed. Baxter has found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A registered nurse (rn) contacted baxter's technical service center to report system error 2240 with the homechoice (hc) during priming. The rn stated she knew how to set up the machine, but receives the same alarm during priming every time. The technical service representative (tsr) initiated a swap for the rn. The tsr did not discuss the use of continuous ambulatory peritoneal dialysis (capd) as the complaint was called in by the rn. There was no patient involved, and no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Additional information from the system error (se) 2240 call script was obtained. The call script showed that the patint never connected with the se 2240 error.